Manufacturer narrative:
The drive gas check valve could become stuck in a fixed open position which could cause pressure to build in the mechanical ventilation cycle. If this issue is left unresolved, it could result in excessive or prolonged pressure in the patient breathing circuit during ventilation potentially resulting in barotrauma. Ge healthcare (gehc) reported a field modification for this issue per 21 cfr 806 on 12/28/2015. The recall classification number is z-0677-2016 through z-0682-2016. No report of patient involvement.

Event description:
During routine testing at installation of a demo unit, ge healthcare service representative noted the unit was building pressure. The flow valve, mechanical overpressure valve, and drive gas check valve were replaced. There was no patient involvement.